Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The sales rep reported that the device overheated. Additional information has been requested from the rep regarding how the issue was noticed, patient involvement, procedure completion, medical intervention, surgical delay, and adverse consequences.

Event description:
The sales rep reported that the device overheated. Additional information has been requested from the rep regarding how the issue was noticed, patient involvement, procedure completion, medical intervention, surgical delay, and adverse consequences.